Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the patient's body rejected the pump about 4-5 weeks after insertion. It was noted that the patient had an allergy to nickel and wondered if the pump contained any. No further complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported the patient had a complete system explant on (B)(6) 2017 due to infection. The explanted devices were not going to be returned for analysis. It was unknown if the devices were replaced. It was unknown what environmental/external/patient factors might have led or contributed to the issue. Antibiotics were given. The issue was resolved at the time of the report. The patient¿s weight was unknown. The patient¿s status at the time of the report was alive ¿ no injury. No further patient complications were reported.